Manufacturer narrative:
The referenced stroke and subsequent expiration was reported under medwatch MFR report # 2916596-2018-02395. Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had gastrointestinal (gi) bleed onset on (B)(6) 2018. The patient underwent gi clipping to help alleviate and slow down the bleeds, but the procedure was reportedly unsuccessful. The gi bleed did not resolve. The patient subsequently expired on (B)(6) 2018 due to stroke and gi bleed.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.